Event description:
During prep on two defective mynxgrip vascular closure devices (vcd), the first balloon popped and the with the other vcd, a portion of the catheter proximal to the balloon came apart. There was no patient injury. Another mynx vcd was used to complete the procedure. The vcd¿s were handled and prepped according to the instructions for use (IFU). Both vcds are available for analysis.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. This is one of two products involved with the reported event.

Manufacturer narrative:
This is one of two products involved with the reported event and the associated manufacturer report number is 3004939290-2022-02656. During prep on two defective mynxgrip vascular closure devices (vcd), the first balloon popped and the with the other vcd, a portion of the catheter proximal to the balloon came apart. There was no patient injury. Another mynx vcd was used to complete the procedure. The vcd¿s were handled and prepped according to the instructions for use (IFU). The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock open. The advancer tube remained in manufacturing position. The sealant adhered to balloon proximal tip not exposed to blood. The syringe and the procedure sheath were not returned. The device was inspected for damages that may have contributed to the reported incident; no damages or anomalies were observed. Per microscopic analysis, visual inspection at high magnification showed that balloon inflated as intended and the sealant adhered to the balloon proximal tip not exposed to blood. No damages/anomalies were observed on the shaft or on the device. A product history record (phr) review of lot f2208502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter detachment¿ was not confirmed in the other returned device. The exact cause of the reported events could not be conclusively determined. The IFU warns users not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.